Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and did continuity resistance test. The sensor failed per specification. Could not perform or reproduce the skin irritation in the lab.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported to have experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 50 and blood glucose was 301 mg/dl. Customer was educated on calibration and sensor glucose versus blood glucose. Customer was advised that sensor would need to be replaced.